Event description:
On (B)(6) 2012, it was reported that this vns patient had passed away on (B)(6) 2011. No additional information was available. A phone call to the patient's funeral home showed that the patient was buried, but there was no indication that the device was explanted prior to burial. Per the funeral home, the cause of death on the patient's death certificate was a drug overdose (not a suicide attempt). The specific drug involved was unknown. A sudep evaluation was performed and concluded that the death was not sudep. A blc showed 5.94 years remaining at the time of death.

Manufacturer narrative:
Analysis of programming history

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient's cause of death was poisoning by and exposure to other and unspecified drugs, medicaments, and biological substances, undetermined intent; poisoning by other opioids; poisoning by other and unspecified antidepressants; poisoning by phenothiazine antipsychotics and neuroleptics.

Manufacturer narrative:
Type of reportable event: death. Initial MDR inadvertently marked the type of reportable event as serious injury instead of death.